Event description:
It was reported, "distal portion of cannula broke during the insertion into abdomen. Broken piece fell into peritoneal cavity. Fragment was believed to be retrieved by suction." This happened with the same catalog numbered device in two (2) separate cases. It was also reported for each that there was no "extension of surgical time" and "no patient injury."

Manufacturer narrative:
This incident is being reported due to a sentinel event (see medwatch 1320894-2008-00097). The device was discarded by end-user and is not being returned to manufacturer. Evaluation will be limited without a sample. Second incident with this same facility for the same device for the same lot code reported on medwatch 1320894-2010-00073. A device is being returned for this event. And a supplemental report will be filed for that event after completion of a quality engineering evaluation. At this time, conmed considers this medwatch report as closed.